Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with tests results from results obtained of 90,268 and 62mg/dl. The customer's expected fasting blood glucose test result range is 70 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 240 and 92mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date is one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that for two weeks he was comparing both the true result and the true metrix meters. Customer states that he no longer has any more strips for the true result meter. The true metrix meter is giving 20-30mg/dl high and low blood results.